Event description:
It was reported that the pt experienced underdose symptoms which included tremors, spasms and increased temp. The hcp had difficulty aspirating the catheter but did get some fluid out. A dye study was performed and dye was difficult to push through the catheter, but did come out of the tip of the catheter. The hcp planned a catheter revision. A follow-up report will be sent if additional info becomes available to us.